Manufacturer narrative:
Event date unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The patient (pt) reported that their previous ins was replaced and stated they don't think this was due to normal battery depletion. Pt clarified ins was "not being as effective". Pt stated they were having another procedure (no indication related to device/therapy) and reported there was scar tissue around implant so pt had ins replaced at the same time. Pt reported that when they went to replace it they had difficult time removing implant due to scar tissue.